Event description:
It was reported that the clinicians were having overfill/underfill problems. Per customer, " carboplatin was expected to run over 1 hr. With a total of 633 ml. His actual infusion ran 1hr 14min and the total volume according to the pump was 734.36." There was patient involvement but the impact is unknown. Although requested, additional information was not provided.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the clinicians were having overfill/underfill problems. Per customer, " carboplatin was expected to run over 1 hr. With a total of 633 ml. His actual infusion ran 1hr 14min and the total volume according to the pump was 734.36." There was patient involvement but the impact is unknown. Although requested, additional information was not provided.

Manufacturer narrative:
Additional information: imdrf annex a and g codes.